Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Device was returned with outer tube and tube housing separated from the rest of the device (unsheathed). Outer tube was still in trocar with specimen bag tail traversing outer tube. Specimen bag was ripped in area where metal ring enters specimen bag. Specimen bag was completely cinched. Engineering found that records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the tail tab is prematurely removed, followed by the fork handle being pulled out of the device/tube and then redeployment of the fork is attempted resulting in damage to the specimen pouch. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic wedge resection procedure. When the specimen bag was removed from the patient, the bag had ripped at the metal ring. The metal ring was not removed and caused the top part of the bag to rip. In order to resolve the issue and complete the case, the surgeon was able to use a clamp to remove the remaining bag with the specimen intact. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic wedge resection procedure. When the specimen bag was removed from the patient, the bag had ripped at the metal ring. The metal ring was not removed and caused the top part of the bag to rip. In order to resolve the issue and complete the case, the surgeon was able to use a clamp to remove the remaining bag with the specimen intact. There was no patient harm.